Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 she/he received a ¿scan again in 10 minutes¿ message from her/his adc freestyle libre sensor. It was further reported that at the time when the message displayed customer was experiencing ¿fears and sweats¿. Customer noted having contact with a healthcare provider, was diagnosed with hypoglycemia but could not recall the medical treatment that was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Visual inspection was performed on the sensor plug which was seated correctly in mount. No failure mode was observed. Removed the sensor plug and inspected the plug assembly, no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture and testing was performed. All results were within specification. No product deficiency was identified.

Event description:
Customer reported that on october 28, 2018 she/he received a ¿scan again in 10 minutes¿ message from her/his adc freestyle libre sensor. It was further reported that at the time when the message displayed customer was experiencing ¿fears and sweats¿. Customer noted having contact with a healthcare provider, was diagnosed with hypoglycemia but could not recall the medical treatment that was rendered. There was no report of death or permanent injury associated with this event.